Event description:
It was reported that, during interrogation for a refill, the pump had a memory error and set itself to minimum-rate mode. It was stated that the device logs were pulled and everything looked good. At the time of report, the pump had been programmed back from minimum-rate mode. The device system was used to deliver hydromorphone, bupivacaine, and clonidine. Four days later, it was reported that the patient was doing excellent. The reporter stated that there may have been electromagnetic interference caused by their new blood pressure monitor or the nurse may have come off the pump.

Manufacturer narrative:
Concomitant products: product ID 8840, serial# unknown, product type programmer, physician; product ID 8711, serial# (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8832, serial# (B)(4), product type programmer, patient. (B)(4).